Event description:
A customer contacted baxter's technical service center regarding a low drain volume on the home choice during drain 2 of 6. During troubleshooting air in the patient line was reported. The caregiver (cg) stated that the drain line was kinked and the cg fixed it. There were no other problems found. The cg stated the home patient did not disconnect. The baxter technical service representative (tsr) explained the alarm and assisted the cg with ending the therapy. The tsr instructed the home patient to notify the nurse about the air in the patient line and ending the therapy early. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of air in the line was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.